Event description:
It was reported that the patient's dry and store unit started sparking. No serious injury was reported.

Manufacturer narrative:
Correction: the initial MDR [6000034-2025-01324] submitted was filed inadvertently. The patient's dry and store unit started sparking due to a frayed cable (common wear & tear). No serious injury was reported.